Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat cystocele, rectocele and enterocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that patient underwent mesh removal/revision on (B)(6) 2009. It was reported that the patient underwent a surgical procedure on (B)(6) 2007, to treat incontinence and a boston scientific advantage sling was implanted. On (B)(6) 2010, a pinnacle mesh to treat prolapse was implanted. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.